Event description:
Implanted original pip implants in 1998. Deflation - explantation by same physician dr. In 1999 in 2002 - 2nd surgeon replaced deflated implant - with another brand. Pt had two deflations with pip implants.